Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. Symptoms of swelling and pain at the implantable pulse generator (ipg) site. Patient was admitted at the emergency room (ER). Symptoms were warmth and soreness at the battery site. The patient underwent ipg removal procedure. Patient is doing well postoperatively. Additional information stated that the device was disposed of by facility so nothing will be sent back.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. Symptoms of swelling and pain at the implantable pulse generator (ipg) site. Patient was admitted at the emergency room (ER). Symptoms were warmth and soreness at the battery site. The patient underwent ipg removal procedure. Patient is doing well postoperatively.